Event description:
The customer reported via phone call that the insulin pump alarmed button error and the numbers were scrolling. Customer's blood glucose was 52 mg/dl, which the customer attributed to physical activity and not eating. The insulin pump had been exposed to a little perspiration, leading to the alarm. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.